Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had crack at top of reservoir compartment and the lip around the top was broken and o-ring came out also it was coming loose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump had missing reservoir tube o-ring.